Event description:
A ventilator was returned to a third-party service center for service for evaluation of the presence of foam particles in the device. There was no harm or injury reported. During the evaluation of the device at the third-party service center, no foam particles were visualized in the device. However, service required alarm codes were found in the ventilator's downloaded error log indicating an internal battery fault. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.